Event description:
Event description cpi received information that this implantable pulse generator (ipg) could not be communicated with and has no output. During magnet application, the pacing rate dropped, and the patient 'fell ill'. The patient is pacemaker dependent. A printout was received that indicates no pacing output with magnet application.